Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Our returned product inspection report concluded that the cause of this complaint was the deformation on the clip of the injector barrel ; however, determined that it was impossible to ascertain the cause of this deformation. Our review of production records for the r-inj-04 injector batch b299 and associated t-flex aspheric 623t intraocular lens batch 062e38667 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. Our review of existing vigilance data concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch b299 or the t-flex aspheric 623t intraocular lens batch 062e38667. The r-inj-04 injector subject to this report was supplied as part of a system pack. The r-inj-04 injector is available in the united states of america; however, is only supplied as a stand- alone device.

Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hospital ((B)(6)) of an event that occurred during use of a single use soft tipped disposable injector (model r-inj-04). The event description provided indicates that the injector failed to release the lens.